Manufacturer narrative:
Pump was received with blank display due to battery tube connector not plugged in properly. Unable to perform the displacement, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery tests due to blank display anomaly. The battery tube connector was re-plugged and pump passed the operating currents measurement and self-test. Pump had cracked case at display window corner, belt clip slot and minor scratched display window. (B)(4).

Event description:
Customer reported via phone call to have a blank screen display due to dropping insulin pump. Customer reported that there was no phusical damage to insulin pump or drive support cap. Customer's blood glucose was 101 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.